Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an insertion of variable angle locking screws to a plate, the tip of a screw twisted. The screws were inserted by hand. The plate was fixed with an aiming block. Six screws were to be inserted to the plate, but the surgeon was unable to finish locking in the proximal row styloid hole. An additional screw was inserted in the hole and was run through. The surgeon removed the screw from the fracture part of the plate. The operation was completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained articles shows that the locking thread at the screw heads is partially badly deformed. This indicates clearly mechanical mishandling during use. It is possible that too much applied mechanical force while insertion may have caused the deformations. The plate threads are used but otherwise in good condition. Reviewing the manufacturing- and material documentation of the plate shows conformity as well. No product fault could be detected.